Event description:
Philips received a complaint on a mx40 2.4 ghz smart hopping device indicating this device was offline on 20 dec 2025 from 21:33:57 - 21:52 with an outage time of 17min and from 04:43:41 - 04:49:05 with an outage time of 5min 24s. The customer noted that there have been telemetry interruptions in the cardiologist's ward, examination ward and cardiac intensive care unit, where they have lost contact with the central unit (log "equipment offline") so that healthcare staff have not been able to adequately monitor patients. The customer expressed concern over interruptions in a cardiology department where continuous cardiac monitoring is necessary with patients admitted for investigation with cardiac monitoring or patients at risk of life-threatening arrhythmias. The customer further noted that the procedures for these interruptions are resource-intensive and risk other tasks being interrupted, not performed or delayed. The device was in use on a patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4 the manufacturing date for the reported device is prior to 24sept2016, so no UDI required.